Event description:
Pt reported that their one touch ultra meter had a test strip port issue. The test strips were hard to insert and sometimes would need to be jiggled to turn on the meter. The test strips would then be slightly damaged when withdrawn from the meter. This issue was not resolved with troubleshooting. Pt also reported an invalid comparison where they compared their meter to another meter. There was no medical intervention or treatment given. No further clinical info was provided. Replacement meter was sent to the pt.